Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 58 months ago. Vessel morphology was not reported to the sales rep. It was reported that the device was explanted due to a stent fracture. Also, the stent graft had completely migrated down into the sac and the main body was inverted on itself. The proximal aortic neck was greater than 34mm in diameter but fairly healthy and the aneurysm had grown to 9cm. The physician stated that the explanting of the stent graft with an open repair was the patient's only option. The patient did very well, and went home after 4 days. The explanted stent graft was returned and its analysis is pending.

Manufacturer narrative:
(B)(4). Results: (migration). Results/conclusions: (analysis of the explanted stent graft is pending).